Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, a missing motor support disk, a missing end cap sticker, a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer reported that the drive support cap on the insulin pump was loose. It was stated that the cap was not pressed while the customer was connected to the insulin pump. The customer's blood glucose level was 124 mg/dl. It was also stated that the insulin pump had been bumped nor dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.